Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect the information reported in b2 and "death" was accuratley checked in section h1. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged became degraded and caused the patient to have cardiac arrest. There was no medical intervention required by the patient. The reported event of to became degraded and caused the patient to alleged became degraded and caused the patient to have cardiac arrest. There was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.  The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section d8 is corrected and h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. In the previous follow-up report (MDR 2518422-2021-08250-2), section h10 was incorrectly captured, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam become degraded and caused the patient to have cardiac arrest, lightheadness. The patient has since died. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event. Section h1 has changed to reflect death. Section b7 has been updated. Section h6 health effect- clinical code, health effect - impact code, has been corrected in this report to reflect the correct inforamtion.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam become degraded and caused the patient to have cardiac arrest, lightheadness. The patient died. Additional information was received and added to the report. The device was returned to the philips lab investigation (pil) on 04/20/2023 for further evaluation. The device was evaluated on 09/19/2023. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation, there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cardiac arrest. The patient has since died. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.